Manufacturer narrative:
Investigation summary: it was reported the needle was blocked. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A functional test was then performed by connecting the sample to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if, while applying lubricant to the needle, the lubricant got into the needle inducing the symptom reported. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Application of the lubricant process was verified. The settings were correct, the alignment of the fixtures was good and the flow of product was acceptable. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the lidocaine injection. The following information was provided by the initial reporter: "the customer complaint received was cc # (B)(4) with a failure mode of "injection needle occluded". Bd satefyglide needle a single-handed, needle-based safety device that can be use with any size conventional syringe, per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very obtain a substitute. Nonconformance description: lidocaine injection needle occluded. The reported defect was detected during use. There was no patient harm/injury/consequence. The patient is reported to be "fine". It is unknown if there was a delay/interruption in treatment. It is unknown if the patient was exposed to infectious disease."